Event description:
The patient reported they experienced hyperglycemia. Prior to the high blood glucose event the insulin pump was suspended for four hours. The patient reported the sensor mmt-7040x1 alarmed sensor updating and there was a difference between the sensor glucose value and blood glucose value. The sensor glucose value was 200mg/dl and the blood glucose value was 546 mg/dl with 3.9 ketones. The patient was treated with manual injections prior to being admitted to the hospital. The patient¿s blood glucose value at the time of triage was around 300mg/dl with 1.0 ketones. The patient was treated with IV fluids and blood work at the hospital and was then released. The patient reported they felt back to normal the next morning.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to being a clinical case. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.